Event description:
The facility reported an infusion pump with a failure code 810:11. The event was reported to have occurred during patient infusion in 2007. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information of contact was available.

Manufacturer narrative:
Evaluation summary: evaluation was performed and the reported condition of failure code 810:11 was confirmed in the event history but could not be duplicated. Inspection of the pump revealed air in line printer circuit board (ail pcb) was within specification. The failure code 810:11 could have been due to wet tubing, no repair needed. The pump was tested for proper operation and pump found to function properly.